Event description:
A patient reported experiencing inaccuarte erratic results with a fasttake meter. The patient's glucose results were 310mg/dl, 368mg/dl, 521mg/dl, 123mg/dl, 320mg/dl. Tests were done within 10 minutes with a difference of 52%. Patient did not expereince any adverse events. No further information has been reported. Note: customer using expired solution.